Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, the staff was encountering an issue where the surgeon side console (ssc) foot pedal would not fire a stapler instrument. Prior to calling for support, the surgeon moved to a new ssc and the issue was resolved. The staff was proceeding with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the surgeon noted that the isi field service engineer (fse) came in the room after the surgery was completed. The surgeon noted that the foot pedal would say clamp and immediately say unclamp, when using the primary ssc. The surgeon tried less tissue, more tissue, and a different stapler instrument. Ultimately the second ssc was used, and the surgeon was able to clamp and fire the stapler instrument. There was not too much in the tissue and there was not a problem with the vessel sealer instrument related to a staple in the vessel sealer. The fse was contacted and obtained the following additional information: the fse was there on the (B)(6) 2024. The surgeon was having an issue with the second reload. Another surgeon took control, realigned the instrument, and the stapler instrument clamped fine. The vessel sealer gave an error when attempting to cauterize over an existing staple line. They surgeon was able to adjust and continue using the same vessel sealer. They used the same vessel sealer to complete the procedure. The isi clinical sales representative (csr) was contacted and obtained the following additional information: it appears they were unable to take control because they did not pass off control to that other ssc. Both sscs were in use during the procedure. The csr talked with the customer after the case, and they mentioned nothing about the vessel sealer extend instrument issues.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted that he was on site when this issue had occurred. When the fse went into the room, the fse noticed that the surgeon had realigned the stapler instrument, allowing for the jaws to clamp down. The surgeon was also having issues with the vessel sealer instrument, due to a staple stuck in the grip. The fse noticed that the surgeon was using the surgeon side console (ssc) and all foot pedals were working properly. The sureform 60 blue reload has not been returned for evaluation. .